Event description:
Rptr experienced hardness of implants, removal and severe pain in joints, breasts, legs and arms, locking up of joints, severe headaches, diarrhea, cramping, dryness of eyes, mouth, fatigue and memory loss.